Manufacturer narrative:
The tip of the cannula did not extend beyond the tip of the formed needle. When the abnormality occurred is unclear, therefore the observed defects contribution to the reported event could not definitively be determined. The needle mechanism was returned fully deployed, and no issues were found that would cause an inability of the needle mechanism to deploy as designed.

Event description:
It was reported that the patient¿s blood glucose (bg) reached into 300 mg/dl range, while wearing the pod between 4 and 24 hours on the abdomen. When patient pressed start, she realized the cannula had not deployed as intended.